Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device failed the probe check. A visual inspection of the returned device revealed that there was tissue build up on the probe and grasping section the teflon pad was slightly worn and split at the distal end, but no metal was exposed. The probe was inspected under a microscope and found a fracture (crack) on proximal end of the probe approximately 16mm from the distal end. The fracture on the probe caused an u509 error message to appear on the generator, and caused the misalignment between the probe and the grasping section. The probe broke off during the testing of the device. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) with bilateral salpingo-oophorectomy procedure an unspecified error message came on the generator while the doctor was coagulating. The jaws of the device were bent and would not close properly leading to ¿misfire¿ as reported. The device was inspected prior to use and no abnormalities were observed. No patient injury reported.